Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but it could not be determined what the foreign material was. Therefore, definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during device inspection, the ultrasound gastrovideoscope's air/water cylinder contained foreign objects. Due to the clogging in the air/water tube, there were foreign objects were observed coming out of the distal end. There were no reports of patient involvement.